Manufacturer narrative:
The device logbook, the provided photos and the reported information were examined. The reported device failure at 3:54 p.m. Was confirmed within the logbook analysis. According to the logbook, the system was switched from power supply to battery power at 3:28 p.m,. The alarm message "battery activated" was issued and acknowledged by the user. During further battery operation, the alarm message "battery low" was issued. At 3:54 p.m. A complete system failure occurred. It could be determined that the device switched from mains supply to battery supply due to a defective power supply unit. On the provided photos a strong soiling of the air filter could be recognized, which led to a durable thermal load of the power supply unit and thus to its failure. According to the instructions for use, the room air filter must be checked every 4 weeks by the user and cleaned if necessary. It must also be replaced every 12 months. The device behaved as specified for the event of a power failure, and continued ventilation on batteries. If the system switches to battery operation it displays the alarm message "battery activated". Depending on the battery capacity and battery voltage, further alarm messages are issued. In the case of a complete power failure, an audible alarm which is operated independently from the supply voltage is issued in accordance with iec 60601-1-8. The ventilator opens the safety valve to the environment to allow spontaneous breathing of the patient. A replacement ventilator may be required. The replacement of the power supply solved the issue. Further, the internal battery was replaced provisional by dräger service. The following device test was successfully passed. No similar incidents have been reported in the last 3 years.

Event description:
It was reported that the device failed in the night from (B)(6) to (B)(6) 2019 during use on a patient. The device issued a power failure alarm. No patient consequences reported.